Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. No technical service was requested for the reported event. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported an increase in capsular tears after laser assisted cataract surgeries. The surgeon did not specify the rate of increase or number of affected patients. Additional information has been requested. In the opinion of the surgeon, the complex nature of the laser system may increase the probability of a surgeon experiencing a capsular tear.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).